Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(4). The lot number was documented as unknown in the initial report. It has been updated as 0504. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(6). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. The dom (dec 14, 2005) has been updated to reflect the date the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The electric pen drive device was evaluated and it was determined that the device did not function in the reverse position, and only functioned in the forward position. Therefore, the reported condition was confirmed. It was also noted that the housing was damaged, and the electric motor/electronic control unit were stuck. The assignable root cause was determined to be component wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturing location was unknown. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported by(B)(6) that during a mandible reconstruction surgical procedure, it was observed that the electric pen drive device and the cable to console device did not work while in use together. It was reported that there was no delay in the procedure due to the event as unspecified spare devices were available, and the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.